Event description:
It was reported that the pump exhibited a blank screen and that the alarm would not shut off. No patient injury was reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a chipped top case front corner. The tamper seal was not broken. The device was powered during functional test and the reported issue was duplicated. The blank screen and constant alarm were found at power up. The reported issue was caused by an incomplete upload process from base to head by the customer. Software 1.6.5 was uploaded by using the power point process and preventive maintenance was performed along with functional testing. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.